Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient also experienced bilateral capsular contracture baker grade unknown post procedure. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the right saline implant and developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 250cc mentor siltex round moderate profile saline breast implant catalog: 3542635 lot: 6910907 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) asian female patient who underwent breast augmentation revision surgery with a 250cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 200cc smooth round moderate plus profile saline breast implants on (B)(6) 2019.